Event description:
It was reported that during service and repair pre-testing, it was discovered that oil leaked at the swivel of the motor device. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that there was oil leaking at the swivel due to loose components. Therefore, the reported condition was confirmed. It as determined that this was due to not following the emersion / sterilization procedures properly. The assignable root cause of the component damage was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.